Manufacturer narrative:
The blower was returned for failure investigation. No anomalies were noted during visual inspection. The blower turns with significant resistance. Testing was performed and the customer complaint was verified. The root cause was failure of the blower temperature sensor and shaft.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator was overheating. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the fse, who confirmed the reported issue. The philips international field service engineer (fse) replaced the blower. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The international philips field service engineer (fse) reported a ventilator was failing during device set up due to blower source issues. The issues that were later confirmed via error codes which displayed blower source issues, high blower temperature, and aux alarm supply failure. The customer reported the device issue was found during set-up. There was no patient or user harm reported. There was no delay to patient therapy reported.